Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular treatment of para-anastomotic aneurysms after open abdominal aortic surgery. Spanos k, kölbel t, kouvelos g, tsilimparis n, debus se, giannoukas ad. The journal of cardiovascular surgery 2020 april;61(2):159-70 doi: 10.23736/s0021-9509.18.10145-5. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A literature review was conducted to assess the outcomes of endovascular repair of para-anastomotic aneurysm (paa) and pseudoaneurysm (psa) after previous open aortic surgery for aneurismal or occlusive disease. 18 studies were included for analysis. 11 of these studies including patients who were treated with mdt stent grafts including talent, aneurx, endurant & valiant stent grafts , as well as non mdt stent grafts being implanted. The following malfunctions were observed; type ii endoleak, type ia endoleak, type iii endoleak, type IV endoleak, migration, deployment difficulties. The following adverse events were observed; occlusion, respiratory failure, myocardial infraction, claudication, hematoma, infection, expanding aneurysm, fistula, pseudoaneurysm, re-intervention patient deaths were also reported but there is no causal link that any of the mdt stent grafts used caused or contributed to these deaths.